Manufacturer narrative:
Additional information on b2. The customer¿s report that the tubing set was "punctured" was not confirmed. No damages (punctures) were observed during visual inspection and functional testing. The customer also reported that the set was leaking was confirmed. Functional testing confirmed a leak between the tubing to the drip chamber¿s outlet port due to the tubing not fully inserted into the drip chamber creating a gap between the engagement and tubing that was improperly assembled during manufacturing. No damages or other anomalies were observed during testing. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Functional testing was performed and it was observed that droplets were leaking at the engagement between the drip chamber¿s outlet port and tubing. No other leaks were observed throughout the set. Further inspection observed insufficient solvent near the affected area of the gap. No punctures or damages were observed on the drip chamber or throughout the set. A dimensional analysis was performed on the tubing¿s inner diameter and found to be within specification(s). The root cause of the customer¿s experience was not identified due to no damages were observed during visual inspection and functional testing. The cause of the leak is a partial separation of the tubing to the drip chamber. The cause of the partial separation is a gap. The root cause of the gap is due to a combination of factors related to improper assembly due to equipment and/or operator error.

Event description:
It was reported that the tubing set was "punctured", and caused normal saline to leak onto the clinicians during priming, therefore; there was no patient involvement. The customer further stated, that there were no adverse effects caused to the clinicians from this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing set was "punctured" and caused normal saline to leak onto the clinicians during priming, therefore, there was no patient involvement. The customer further stated that there were no adverse effects caused to the clinicians from the event.

Event description:
It was reported that the tubing set was "punctured", and caused normal saline (ns) to leak onto the clinicians during priming, therefore; there was no patient involvement. The customer further stated, that there were no adverse effects caused to the clinicians from this event.

Manufacturer narrative:
Correction-remove b2/congenital anomaly as it was entered in error. The customer¿s report that the tubing set was "punctured" was not confirmed. No damages (punctures) were observed during visual inspection and functional testing. The customer also reported that the set was leaking was confirmed. Functional testing confirmed a leak between the tubing to the drip chamber¿s outlet port due to the tubing not fully inserted into the drip chamber creating a gap between the engagement and tubing that was improperly assembled during manufacturing. No damages or other anomalies were observed during testing. A dimensional analysis on the tubing¿s inner diameter and was observed to be within specifications. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Functional testing was performed by spiking the primary set to one lab IV bag filled with blue dye water and allowing fluid to flow through the set via gravity. The root cause of the customer¿s experience was not identified due to no damages were observed during visual inspection and functional testing. The cause of the leak is a partial separation of the tubing to the drip chamber. The cause of the partial separation is a gap. The root cause of the gap is due to a combination of factors related to improper assembly due to equipment and/or operator error.